Manufacturer narrative:
(B)(4). Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Insulin pump received with blank display due to moisture damage at electronic assembly. Insulin pump found moisture damage at motor assembly noted.

Event description:
Information received by medtronic indicated that insulin pump was exposed to water on the screen. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated the insulin pump was not dropped. Customer stated there are not cracks in the insulin ump. The device will be returned for analysis.